Event description:
According to the literature article, a (B)(6) female pt had this 27 mm sjm mechanical valve implanted in 1990 due to mitral stenosis. In 1992, the pt had a permanent pacemaker implanted to treat atrial fibrillation with bradycardia. In 1998, a total pacemaker replacement was performed due to infection. The pt presented to the hosp in (B)(6) 2010, due to fever and exacerbation of respiratory discomfort. A blood test and tte revealed paravalvular leak, which was caused by prosthetic mitral valve endocarditis, resulting in serious hemolytic anemia and congestive heart failure. Tricuspid regurgitation was also observed. The valve was explanted and replaced with an unk valve. A tricuspid annuloplasty and re-pacemaker implantation was also performed. During the explant procedure, it was observed that approx one-third of the posterior mitral valve was dehiscent from the pt's annulus edematous tissue was noted on the valve. The pt's postoperative course was good. A blood test revealed improvement of inflammatory reaction and anemia. The pt was discharged.